Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under lcd screen noted. Unit had motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime/delivery test due to faulty back pressure sensor (gold). Unit passed displacement test, rewind, basic occlusion, no delivery and motor tests. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stripped battery cap (d) at coin slot area. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer's mother reported that the device was exposed to sweat. Blood glucose level at the time of the incident was 105 mg/dl. Caller also reported that the customer had been hospitalized due to high blood glucose levels several months prior to the call. Customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.